Event description:
It was reported that the user experienced nocturnal hypoglycemia followed by post-hypoglycemic hyperglycemia, with self-reported overtreatment of lows and lack of carbohydrate measurement despite counseling on low blood glucose protocol and referral for further training. Symptoms included low blood glucose with subsequent elevated glucose levels. Outcomes included transient hyperglycemia up to 240 mg/dl for approximately 20 minutes without ketone testing, backup therapy, medical intervention, or acute sequelae. Investigation included review of glucose data and completion of questionnaires for the low and subsequent high glucose events, along with user education and troubleshooting. Investigation of this case revealed user handling of hypoglycemia with oral glucose and probable overtreatment leading to rebound hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.